Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 300 mg/dl with abdominal pain associated with an air bubbles issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the plunger was twisted and the insulin was not at room temperature. It was noted that there were air bubbles and a leak noted. This complaint is being reported because this patient experienced hyperglycemia associated with user error (plunger was twisted and the insulin was not at room temperature) and not a pump malfunction.